Event description:
A company representative reported that a patient underwent revision surgery to address a non-union issue and discovered a fractured xia 3 titanium polyaxial screw tulip at l3, approximately eight years after implantation. The patient had reported experiencing pain.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that a patient underwent revision surgery to address a non-union issue and discovered a fractured xia 3 titanium polyaxial screw tulip at l3, approximately eight years after implantation. The patient had reported experiencing pain.